Manufacturer narrative:
Abbott field service (fs) performed significant troubleshooting which included replacing the cuvette washer bellows, cuvette dry tip, and the r2 reagent probe, calibrating the r2 probe, flushing the cuvette washer nozzles, and cleaning all cuvettes with detergent a. A definitive likely cause was not identified, so the c8000 analyzer was identified as the likely cause. A review of the (B)(4) service history found no other contributing factors, and no subsequent reports of erratic or discrepant results have been received since service addressed the issue. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The erratic result rates for the clinical chemistry systems were reviewed and were within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer reported falsely elevated magnesium results for multiple samples on the architect c8000 analyzer. One specimen generated an initial result of 2.6921 mmol/l and retest of 0.9186 mmol/l. A second example (sample ID (B)(6)) generated 2.5 mmol/l and retest within the normal range. No impact to patient management was reported.